Event description:
It was reported that the patient experienced intermittent pectoral muscle stimulation. The unipolar impedance was noted to be low. During lead testing, the patient was reported to be near syncope. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).